Manufacturer narrative:
Device manufacturing records and programming history were reviewed. Review of manufacturing records confirmed the device met all final testing specifications prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
An implant card was received from the facility indicating the patient's vns device had been replaced on (B)(6) 2013 due to a lead discontinuity and high impedance of greater than 10,000 ohms. Per the card, there was no evidence on the x-ray. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution. No nonconformances were observed. Good faith attempts for additional information were unsuccessful. No additional information has been provided.